Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and there was a "major" map shift noticed. After creating the sound fam (fast anatomical map) with ice (intracardiac echocardiography) and gaining transseptal access when the octaray¿ catheter was advanced across the septum, it was noticed that the octaray¿ fam was completely different, or misaligned, compared to the sound fam. The medical team finished mapping with the octaray¿ catheter, removed it from the body, and then the farawave¿ pfa catheter was advanced into the body. The farawave¿ pfa (pulse field ablation) catheter was more aligned with the sound fam than the octaray¿ fam was previously, but it was still not aligning with the sound fam. The team verified the location of the farawave¿ pfa catheter on ice as in the left superior veins, whereas the octaray¿ catheter was visualized previously in the left inferior veins, by comparison. The octaray¿ fam was then purposefully hidden, and the team proceeded with pfa application utilizing the sound fam instead. Towards the end of pfa application, "everything shifted back," when they moved from the right to the left veins. The farawave¿ pfa catheter was lining up appropriately with the octaray¿ fam but was now more misaligned with the sound fam. There were no changes in respiration or the location patches, the patient had not moved, there were no error messages displayed on the carto¿ 3 system, and there was no cardioversion. The procedure was able to continue. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Note: d4 primary UDI number has been updated to (B)(4). On 29-sep-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and there was a "major" map shift noticed. After creating the sound fam (fast anatomical map) with ice (intracardiac echocardiography) and gaining transseptal access when the octaray¿ catheter was advanced across the septum, it was noticed that the octaray¿ fam was completely different, or misaligned, compared to the sound fam. The medical team finished mapping with the octaray¿ catheter, removed it from the body, and then the farawave¿ pfa catheter was advanced into the body. The farawave¿ pfa (pulse field ablation) catheter was more aligned with the sound fam than the octaray¿ fam was previously, but it was still not aligning with the sound fam. The team verified the location of the farawave¿ pfa catheter on ice as in the left superior veins, whereas the octaray¿ catheter was visualized previously in the left inferior veins, by comparison. The octaray¿ fam was then purposefully hidden, and the team proceeded with pfa application utilizing the sound fam instead. Towards the end of pfa application, "everything shifted back," when they moved from the right to the left veins. The farawave¿ pfa catheter was lining up appropriately with the octaray¿ fam, but was now more misaligned with the sound fam. There were no changes in respiration or the location patches, the patient had not moved, there were no error messages displayed on the carto¿ 3 system, and there was no cardioversion. The procedure was able to continue. No patient consequences were reported. Device evaluation details: the carto 3 manufacturer initiated an investigation to look into the issue based on the study digital data. It was found that the reported map shift was caused due to mapping with metal interference(high metal values) which were indicated by related error messages on the screen. According to carto 3 instructions for use, metal interference might affect location accuracy. Therefore, the issue is defined as user related. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the carto3 system s/n: (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).